Event description:
Wheelchair was adjustable reclining chair. The adjustment is achieved by two enclosed mechanical cable adjusters located on either side of the back of the chair. One side failed causing the chair to slip into the reclining position. This inturn put this resident into backwards and toward the outside of the chair the resident then fell out of the chair, bumping their head on the closet door. Other than minor abrasions the resident incurred no further injury. When taken apart the adjuster mechanism had gotten wet as the unit wasn't sealed. Water infiltrated the tube where the cable was located causing corrosion which caused the failure.